Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right atrial (ra) lead measured a pacing impedance of greater than 2000 ohms at a post-replacement device check. The patient was in atrial fibrillation. Device sensing was normal. The boston scientific crm technical services (ts) department discussed the potential for a lead-to-device connection issue. A high impedance was also observed on the patient's left ventricular (lv) lead, and it was suspected that this lead may have been dislodged. Additional information was provided that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates the device remains in service with no reported complications. No adverse patient effects were reported.

Manufacturer narrative:
The patient's lv lead was surgically capped and abandoned, and a new lv lead was successfully implanted. The pocket was reopened and the ra lead was reconnected to the device, resolving the high ra impedance issue. No additional information is available at this time. Should more information become available, this event will be updated.